Event description:
It was reported that during implant attempt the proximal end of the right ventricular (rv) coil appeared to be separated. The rv lead was not used and a new rv lead with the same model number was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the defibrillation conductor was distorted. It was noted that there was blood in/on the helix/lobe mechanism and visual analysis revealed that the lead was damaged at implant.